Manufacturer narrative:
Of the 4 allegations of a malfunction, 12 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there were 2 additional failures founds.

Event description:
This report summarizes <noe> 4</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-22 years of age and between 46 and 46 pounds. Of the reported patients, 1 were male, 3 were female, and 0 were unknown.